Event description:
Customer reported that she was hspitalized for diabetes ketoacidosis. Customer confirmed that the cannula was bent and the insulin pump did not give a no delivery alarm. Troubleshooting was performed and the insulin pump passed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.